Event description:
Caller reports the expiration date on the vial of aviva test strips as 02/28/2010. Manufacturer reports the expiration date as 11/30/09. No adverse event reported. Requested return of suspect device and replacement was sent.